Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (left side') in a 36-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 term uncomplicated) and cholecystectomy. Concurrent conditions included endometriosis and uterine enlargement. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and genital haemorrhage had resolved and the fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 183 lbs. Coils present: lt 4 rt 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: final diagnosis. Right tube and ovary: functional cysts of ovary. Left tube and ovary: paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Lot number: a14897 manufacturing date: 2012/05 expiration date: 2015/05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received. Reporter information added. Events: bleeding added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (left side)') in a 36-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 term uncomplicated) and cholecystectomy. Concurrent conditions included endometriosis and uterine enlargement. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: final diagnosis ¿ right tube and ovary: functional cysts of ovary. Left tube and ovary: paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Lot number: a14897 manufacturing date: 2012/05 expiration date: 2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (left side)') in a (B)(6) year old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 term uncomplicated) and cholecystectomy. Concurrent conditions included endometriosis and uterine enlargement. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (minastrin 24 fe) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion. Pathology test on (B)(6) 2015: final diagnosis right tube and ovary: functional cysts of ovary. Left tube and ovary: paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, hair loss were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Case is now upgraded from other event to incident. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.